Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 patient underwent the following procedures: 1. Redo c3-4 anterior cervical discectomy and fusion with allograft and anterior instrumentation. 2. Primary anterior cervical discectomy and fusion with allograft and instrumentation at c5-6 and c6-7. 3. Exploration of fusion c3-4, c4-5. 4. Removal of nonsegmental hardware c3-4 5. Intraoperative neuromonitoring. As per op-notes: foraminotomies were performed at the lower level, not at c3-4 level. A roughly 4.5mm fibular allograft was cut carefully, shaped and packed into place along with bone morphogenic protein contained within fibular ring. Fit was excellent. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.